Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer (e411). The customer's cobas 6000 e 601 module (e601) analyzer was down for maintenance, so the test was run on the e411 analyzer. The sample initially resulted as 2.29 miu/ml and this value was reported outside of the laboratory. The doctor questioned the result since the patient told him that she was 15 weeks pregnant. The customer repeated the sample on the e601 analyzer and the result was > 10000 miu/ml accompanied by a data flag. Per customer policy, the sample was manually diluted 1:100 and then repeated on the e601 analyzer, resulting with a final value of 18210 miu/ml. The sample was then repeated twice on the e411 analyzer, resulting as 178.3 miu/ml and >10000 miu/ml accompanied by a data flag. The 18210 miu/ml value was believed to be correct. The patient was not adversely affected. The hcgstat reagent lot number was 24867500, with an expiration date of 30-sep-2018. The field service engineer could not determine a cause for the issue. The diluent had been on board the system since (B)(6) 2018. Per product labeling, the diluent is stable on board the analyzer for 3 months. The engineer replaced the sipper probe, sipper seal, balancer tubing, valve seals, system reagents, the hcgstat reagent pack, and the diluent reagent pack. He adjusted probes, and adjusted the photomultiplier tube high voltage. He performed a clank cell calibration and this was successful. Calibrations and controls were tested and these passed. Precision studies were performed and all results were within specifications. Quality controls run before and after the event were acceptable. Calibration performed prior to the event was within range. Reagent issues could be excluded based on calibration, control, and patient data. The investigation was unable to find a definitive root cause.